Event description:
This rv lead was implanted on (B)(6)2007 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that on 2013, had an elevated threshold and captured threshold was running bipolar 1.5/0.6 but at the same time as high as 1.9/0.6 and bipolar impedance 440 ohms. In (B)(6)2018, was 420 ohms and daily trend shows 380-420 ohms and today threshold 1.1 /0.6 and impedance 280 ohms. The following physician was dr.(B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).